Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 160 mg/dl. Reportedly, the pump may have shut off due to typical battery depletion but was unable to be confirmed by tandem technical support. The customer charged the pump and resumed insulin therapy. Reportedly, the customer has manual injections available as alternate therapy.